Event description:
It was reported to medtronic minimed that the customer experienced needle break. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The introducer needle hard to remove. Issue did not occur inside the body. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.